Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not turn when set was inserted. The event happened in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device problem code should be a070908 and not 1014 as initially reported.

Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported 'pump does not turn on when set is inserted' as the device did not recognize an open door. Visual inspection found the upper latch switch defective. The upper auxiliary was replaced to correct this condition. A review of the service history found the device was previously serviced for a similar allegation of 'the pump won't power on'. Troubleshooting the device found no assignable cause during previous service and all required service actions were completed during that return cycle. Should additional relevant information become available, a supplemental report will be submitted.